Event description:
It was reported that the patient experienced high blood glucose and treated with correction bolus via multiple daily injection, and it was also mentioned that patient was using the infusion set more than 72 hours on (B)(6) 2026.

Manufacturer narrative:
Based on the available information, this event is deemed to be a serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. Request was performed for additional information including lot number; however, lot number was not provided. A complaint investigation was initiated under complaint investigation. Unfortunately, no specific lot number was identified, which limits the ability to trace or analyze a particular item. FDA registration number. Reporting site: 8021545. Manufacturing site: 3003442380.